Event description:
Info as reported by the pt's attorney: on (B)(6) 2012, pt was implanted with a bard flat mesh and other non-bard implants. On (B)(6) 2012, pt implanted with a non-bard product. Attorneys report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that in 2012, the pt was implanted with multiple products, including a bard flat mesh. No specific failure mode has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.